Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified below the knee artery. A 4mm x 15mm wolverine peripheral cutting balloon has been used for treatment. During the procedure, at second inflation, the balloon ruptured at nominal pressure within 10 seconds. The device was removed normally, and the procedure was completed with another of the same device. There were no patient complications, and the patient was good post procedure.